Event description:
It was reported, via a user facility medwatch, that a pt death occurred during a cardiac catheterization procedure with the potential for air to have been introduced during the procedure, possibly contributing to the pt's death. No additional info was available.